Event description:
It was reported that the user experienced a pairing failure while attempting to connect a new freestyle libre 3 plus sensor to the ilet system, with the ilet app disconnecting from the pump during sensor warmup; troubleshooting included rescanning the sensor and advising the user to wait for readings, after which the pairing issue was resolved. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an intermittent communication failure consistent with an interoperability problem involving the electrical/magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.